Manufacturer narrative:
Reference MFR report 2916596-2014-01624. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. The reported event of a pump stop was confirmed through the two submitted system controller log files; however, a specific cause for the pump stop could not be determined. It was noted the patient was operating on battery power throughout the pump stop events. Following the pump stops, the pump speed and power stabilized to values recorded prior to the events. The patient remains ongoing and no further events have been reported. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages were noted in the patient's event history. Low speed and elevated power were also noted. The nurse was advised to monitor the patient's pump power for signs of reoccurrence. The patient's inr was within range and there was no hematuria. The patient was reportedly doing "ok" besides feeling lethargic. The patient was admitted into the hospital and the plan was to hydrate and observe him overnight. The following day it was reported that no issues were noted and the patient was going to be discharged. They will continue to monitor the patient.